Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Root cause: skin irritation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The following factors could not be ruled out as potential contributing sources to the reported skin irritation: patient bedridden causing constant pressure on electrodes. Device manufacturer date: monitor: 10/15/2014. Electrode belt: 10/01/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 11:00:00. The patient was at home and under special care. It was reported that the patient's nurses had taken off the lifevest due to the patient developing two ulcers on their skin from lying in bed. There is no indication of serious injury due to the ulcers. There is no allegation that the lifevest contributed to the ulcers. Per clinical review of the available ECG data, the device was not active at the time of death. The electrode belt was disconnected on (B)(6) 2020 at 13:01:32 while the patient was in a life-sustaining rhythm of sinus tachycardia at 120 bpm. The patient passed away the following day. There were no deficiencies alleged. The device was fully functional upon receipt. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death.